Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd¿ syringe with bd luer-lok¿ tip was found leaking ¿medication solution from the plunger/piston during chemotherapy preparation. ¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: two syringes samples were provided, one in a sealed package and the original syringe with the failure that was used for chemotherapy. The syringe in the sealed package was leak tested, and did not fail. The syringe that was used for chemotherapy was not tested since it was contaminated. No related defects or issues were found in DHR. No related quality notificiations were issued for this batch number. Investigation conclusion: unable to determine a root cause. (B)(4) was opened for 60ml leakage complaints.